Event description:
Event was reported to caldera medical by an atty. The patient has suffered pain in right leg and hip, digestive problems, infections, incontinence, burning, stinging, painful sexual intercourse, gastritis, gallbladder surgery, and polyp colitis. No further info has been provided.